Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products; associated mdrs # 1225714-2014-02517, 1225714-2014-02518, 1225714-2014-02519, and 1225714-2014-02520.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and another cardiovascular event and subsequently expired on about (B)(6) 2012 after the use of the product.